Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk720 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was product code j946h and lot mjk720 the involved device as initially reported? If so, why was j496, lot mkm262 returned? Was there an issue with j496, lot mkm262 during this patient procedure? An opened sample of product code j496, lot # mkm262 was returned for evaluation. The complaint sample was not received. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2019 and suture was used. During the procedure, when the needle was passing through tissue, the suture popped off at the swage. It is unknown how many passes it took before the needle popped off. The procedure was completed with an alternate like device with no patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The evaluation reported in follow-up 01 was not for this device. The device associated with this report has been discarded by the customer and no evaluation has been done. Additional information was requested and the following was obtained: was product code j946h and lot mjk720 the involved device as initially reported?: j946 was the code where the needle popped off. The suture was thrown away, so I was unable to return the suture. If so, why was j496, lot mkm262 returned?: j496 was the suture that had two suture needles in one pack. Staff was concerned that all suture packs in the box had two suture needles in each pack. Was there an issue with j496, lot mkm262 during this patient procedure?: no issue with j496 during the procedure. The pack had two suture needles.